Event description:
Caller reported malfunction on pump with no notable events occurring beforehand, and was unsure if blood glucose level exceeded known thresholds. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved issue by deciding to replace pump. Caller did not have a backup insulin therapy plan and was advised to contact healthcare provider. Instructions were provided for putting pump into storage mode, returning it, and transitioning to replacement pump.